Event description:
Rn calling to report pt's intermate device "exploded" during infusion. Intermate device is baxter item # (B)(4) containing cefepime 1 gram in total volume of 200 ml dextrose 5% in water. Called pt's home and spoke w/ pt's spouse who reports above happened 50 min ago. Pt and spouse very concerned that "glass" went into her blood. Spouse states pt was sitting at table and bottle and balloon shattered approximately 45 min into the 50 min infusion. Device tubing clamped and port flushed immediately after incident and visiting nurse called. Spouse denies any trauma to bottle, dropping, etc and states pt sitting at table eating dinner when bottle broke. Spouse attempting to describe bottle/balloon but very upset. Pt denies pain but is having sob a little worse than usual but admittedly very anxious and shaking like a leaf. Md paged and advised to go to local emergency room if short of breath or having chest pain or other concerns. Called pt back and md advice given, pt and caregiver deferred going to emergency room. Caregiver advised to save defective device for retrieval and inspection by a pharmacist. Defective item retrieved from pt's home for inspection by pharmacist. Upon inspection, outer plastic shell of device intact, only apparent defect is deflated/ torn inner balloon. Dose frequency: q8 hours. Dates of use: (B)(6) 2011. Diagnosis or reason for use: icd9 code (B)(4) bronchiectasis w/ acute exacerbation.